Manufacturer narrative:
Eval result: push handle.

Event description:
It was reported by svc report that the pop up push handle is broken presenting sharp exposed edges. No pt involvement or adverse consequences are reported.